Event description:
It was reported the distal marker was not visible. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the catheter tip likely separated during the removal of the device from the package prior to use. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provides instructions/diagrams regarding the removal of the tip from the tip protector.